Event description:
It was reported that vessel dissection occurred. The patient presented with coronary artery disease and was undergoing percutaneous transluminal coronary angioplasty. The target lesion was located in the middle to distal left anterior descending artery. Following pre-dilatation with a 2.00 mm balloon catheter, a 2.50 x 48 mm synergy xd was deployed to the target lesion. Post-deployment, a flow-limiting dissection was suspected at the proximal edge and the patient had experienced chest pain. Another stent was used to cover the dissection, and the procedure was completed. The patient was stable and fully recovered.

Manufacturer narrative:
E1 initial reporter address: (B)(6).